Event description:
It was reported that the patient's right hip was revised due to dislocation of the head from the liner. Additionally, surgeon reported that the shell had been implanted in too retroverted a position and was impinging on the stem. The shell, five screws, head and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding malposition involving a trident ii shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device lot identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.